Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned; however, analysis of the device memory indicated a rising battery impedance trend.

Event description:
It was reported the implantable cardiac monitor displayed premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.